Event description:
The complainant reported that the clinician was performing a solyx single incision sling implant procedure on a female pt. During the procedure, the physician was attempting to place the sling, but the anchor did not hold in the pt's tissue. The physician stated that the pt had poor tissue and he never got a good "pop" through the pt's obturator internus. Each time the doctor pulled on the mesh to see if he had a good hold, the mesh would come back out. The physician then obtained another type of transvaginal sling and successfully completed the pt procedure. The pt's condition was reported as "fine" post procedure.

Manufacturer narrative:
The device has been received for analysis, but the evaluation has not yet been completed. Upon completion of the failure analysis of the device, if there is any further relevant info from the review a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.